Event description:
The patient had cystoscopy retrograde pyelogram, laser lithotripsy of right kidney stone procedure. As the physician was removing a bentson wire, the physician noticed that part of the coating on the wire had shredded. The shredded pieces were identified under fluoroscopy and were successfully removed.